Manufacturer narrative:
Citation: ochiai t., et al. Coronary access after tavr. Jacc cardiovasc interv. 2020 mar 23;13(6):693-705. Doi: 10.1016/j.jcin.2020.01.216. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of actual or potential unfavorable coronary vasculature access after transcatheter aortic valve replacement (tavr), based upon computerized tomography (CT) imaging, coronary angiography (cag) and percutaneous coronary intervention (pci). All data were collected from a single center between december 2015 and november 2017. The study population included 411 patients (predominantly male, mean age 80.2 years), 66 of which were implanted with either medtronic evolut r or medtronic evolut pro bioprosthetic valves (no serial numbers provided). Among all medtronic evolut r patients, adverse events included: myocardial infarction and suspected coronary occlusion, requiring pci. However, it was noted that coronary access was unsuccessful in some cases due to the position of the valve. Based on the available information medtronic product may have been associated with the adverse events. Among all medtronic evolut pro patients, adverse events included: myocardial infarction and suspected coronary occlusion, requiring pci. However, it was noted that coronary access was unsuccessful in some cases due to the position of the valve. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.